Event description:
Reporter alleged obtaining discrepant blood glucose values of 16 mg/dl, 217 mg/dl and 132 mg/dl back to back with within 10 minutes on the compact plus system. Reporter stated that at a different time and on a different day, another comparative test of 282 mg/dl was performed back to back with a result of 110 mg/dl within 10 minutes on the same system. Reporter stated that at a different time and on a different day, another comparative test of 179 mg/dl was performed back to back with a result of 99 mg/dl within 10 minutes on the same system. Reporter stated that at a different time and on a different day, another comparative test of 11 mg/dl was performed back to back with a result of 127 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.